Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for less than an hour their blood glucose level had rose to 276 mg/dl. In addition the patient reports the pods cannula had not deployed upon initial activation. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Download data from the device showed that the first priming sequence ended prematurely due to a rotational sensor error, resulting in the completion of second prime without the needle deploying. The pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. Rotational sensor errors were observed in the rerun data. The needle mechanism deployed normally during the rerun. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and the rotational sensor springs. This contamination contributed to the abnormal rotational sensor data that prevented the pod from deploying as intended.